Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the down button on the patient's infusion device was damaged and no longer functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.